Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for safety mode. Several concerns were commented on how to proceed and what harms could the patient experience. The crt-p has been explanted at this time. No additional adverse patient effects were reported.